Event description:
It was reported that the device failed accuracy. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G5: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in fair condition. There was no evidence in the device¿s event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The expulsor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.